Manufacturer narrative:
A ge service representative performed an on site investigation. The display adaptor board was reseated and the vgl 1000 board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported, "black screen." The service report indicated the left monitor was not functioning. This issue will cause the system to be unusable due to the inability to see the live image. There was no patient injury or death reported.